Event description:
It was reported that the customer had a motor error alarm during bolus delivery on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the motor alarm was resolved by changing his entire infusion set. The customer was advised after troubleshooting was performed that the insulin pump need to be replaced. The patient was advised to return the insulin pump with the battery and zero out the basal rates. The customer understood and no further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a minor scratches on the lcd window. No traces of moisture were noted at the electronic or motor assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).